Event description:
The pt had an infection. No additional info was provided regarding the event. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.